Manufacturer narrative:
The customer has not released the device to smith & nephew for evaluation. (B)(4).

Event description:
There was no flow from the scope machine, and as a result the doctor was not able to do the rotator cuff repair thru the scope. A mini open rotator cuff exploration was done as a result. The pump did have gravity flow but very slow. The pump was set up per the instructions for use. The endo carts have an attached pole and the bags hang at recommended height. At least two bags were hanging at time of incident. The doctor has been given an in service on the use of the pump. The pump is being evaluated by biomed dept before releasing to smith & nephew.